Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 520mg/dl. Customer stated that she gave herself bolus for the glucose level to go down. As of the moment pt has 6.8 units active insulin and her blood glucose value was 208mg/dl. Customer was advised to speak to the doctor and take remaining 6.8 units of insulin. Insulin pump will not be returned for analysis.